Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was not returned for additional evaluation and investigation. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Event description:
Agent confirmed that a nuclear dye study was performed on a patient's catheter by a hospital's radiology department, which alleged that medication is not flowing from the patient's catheter. The patient is requesting a pump explant and alleges a lack of pain relief.